Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a flexible drill bit broke and the tip of another drill bit broke during a femur fracture repair using a trochanteric fixation nail advanced (tfna) on (B)(6) 2017. The flexible drill bit broke as the surgeon was opening the greater trochanter. It had too much bend on it and it snapped. No fragments were left behind in the patient. The tip of a second drill bit (6mm/9mm cannulated stepped drill bit) broke as the surgeon was creating a pilot hole for the lag screw. There is a broken bit fragment that remains embedded in the patient¿s bone. There was a reported surgical delay of five to eight minutes to try to retrieve the broken bit pieces. Additional x-rays were required. The procedure was completed successfully with the patient in stable condition. It was noted that the patient had extremely hard bone. Concomitant devices reported: stryker power drill (part # unknown, lot # unknown, quantity # 1), 10mm/130 deg ti cann tfna 400mm/left - sterile (part # 04.037.061s, lot # unknown, quantity # 1), guide pin (part # 357.399, lot # unknown, quantity # 3). This report is for one (1) 16mm cannulated flexible drill bit. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
A product development investigation was performed for the subject device (16mm cannulated flexible drill bit, part number 03.037.002, lot number 9396344). The subject device was returned with the complaint condition stating: a visual inspection, dimensional analysis, and device history record review were conducted as part of this investigation. The material and relevant material properties were determined to be conforming at the time of manufacture based on review of the DHR. No further material testing will be conducted for either device. This complaint is confirmed, both drill bit was returned broken. Visual inspection of 03.037.002, 9396344 at customer quality (cq) confirmed the reported complaint description. The device was received at cq in two pieces. The shaft broke at the transition between the most distal flexible link and the solid distal tip. Drawings were reviewed during this investigation. No product design issues or discrepancies were observed. The outside diameter of the flexible shaft, proximal of the laser cutting, measured 8.00 mm (ca 818) at cq which is within specification of 7.8-8.2mm per flexible shaft component drawing. The inside diameter of the flexible shaft near location of breakage could not be measured due to post manufacture damage. A definitive root cause for this complaint could not be determined. Most likely that the flexible drill bit (03.037.002) was bent beyond its flexible capabilities and ultimately broke. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Lot# and UDI#. Device history records review was completed for part# 03.037.002, lot# 9396344. Manufacturing location: (B)(4), manufacturing date: mar 18, 2015. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.